Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving prialt (0.5 mcg/ml at 0.024 mcg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient presented with a possible infection and a white count over 18,000. The pump and catheter site looked fine, but the hcp was about to leave for a vacation. The patient was started on intravenous (IV) antibiotics and admitted to the hospital. If the white count did not dramatically improve by (B)(6) 2018, the pump and catheter would be explanted at 7:00am. Surgical intervention was planned. The patient had a large deficit in his back due to a previous kidney removal, which resulted in very thin skin near the catheter placement site, which was noted as a potential factor that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump and catheter were removed on (B)(6) 2018 due to a concern about the skin breakdown from the old melanoma removal that was adjacent to the pump/catheter. Labs showed that there was no infection of the pump pocket or catheter, but the adjacent area was (B)(6) for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that there was no known adverse effect/event to prialt. The dose was continued. The patient¿s medical history included chronic kidney disease which waxed and waned; he had nephrology monitoring for years. The patient had been followed for low back pain. The patient was receiving prialt with a 0.25 mcg ptm (personal therapy manager) which he had used only 13 times "in the past 32 days." He reported 50% relief on this very low dose therapy; he reported his back was better. Walking from the kitchen to the living room, his pain was half of what it used to be and was in the 4-5/10 range. Brushing his teeth, the pain was half of what it used to be. When the patient went to the kitchen to get his daily pills, he didn't have to put his entire forearms on the countertop anymore like he used to, though he would still do that if he was there for a very long time. Getting his daily pills, the pain was half of what it was prior to the prialt. Prior to the implant he expressed very modest goals, such as "even if I could brush my teeth I'd be happy," and had exceeded those goals. The patient walked a half block away and half block back "yesterday," which he was unable to do in the past. In the past, he had difficulty going from one room in the house to another. The patient had a deep melanoma excision in the paraspinal area in the past, leaving him with a 1-2 cm deep scar formation in that area. During the implant, there was some friable tissue in that area. Deep in the melanoma scar, there was an area where there was a layer of skin beneath a circular opening in the top layer of skin. The skin was sort of layered; some fluids from the adjacent pump surgery and irrigation were coming from between the 2 layers, but there was no opening noted at that time. A small opening was noted and the pump catheter was observed beneath the skin. The surgeon performed a scar revision. The patient reported a fever at home and appeared clammy. His white [blood cell] count was 18,000 and he was admitted to "ppgii" for several days. He never had a measured fever during the hospitalization. He was placed on antibiotics and his white count was normalized. Though there was discussion of explant, the hcps decided to treat and observe. The patient was discharged on oral antibiotics, of which he had 2 days left. He had not had any further fevers. He had mild drainage from the scar revision surgery area, and had home health care changing a dressing there. There was never any purulence observed. The patient was doing physical therapy. The patient had a history of chronic kidney disease, and had been seeing a kidney specialist on a regular basis. He was advised that 7 of 8 kidney functions were good, and one was at 22%. His kidneys had been up and down for years. He had a baseline "ck" on (B)(6) 2018 prior to pump implant, the value of which was 51% normal. The patient had never had a kidney explant. No further complications were reported.